Event description:
While preparing the device, the wire tip got stuck in the syringe. Device was never used on patient. Device to be returned to guidant. This is being filed as a malfunction based on the returned product evaluation that revealed that the guide wire shaping ribbon was separated.